Event description:
(B)(4).

Event description:
Error 51. Device history record was reviewed, no issue has been found. Device history log was reviewed, multiple errors 99 ocs test and errors 51 are reported. Event is confirmed. Received volumat mc ((B)(4)) only and confirmed issue of abnormal ocs motor noise. While performing maintenance test 15, observed abnormal noise from clamp motor assembly, replaced. Cleaned all equipment and performed post service testing. After repair, device was found to meet specification. Error 99 (watchdog error) is known and is linked to a software issue. This error has been addressed by CAPA #(B)(4) and corrected in the latest software version available 1.9a. Error 51 (defective speaker) found in the device log is known and is linked to a software issue. This error has been addressed by CAPA # (B)(4) and corrected in the latest software version available 1.9a.